Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at motor assembly and electronic assembly. Insulin pump was unable to verify motor error alarm due to blank display. Insulin pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 206 mg/dl. Nothing further was reported.